Manufacturer narrative:
(B)(4). Batch # unk. Reload lot # r40757 (expiration date: 02/28/2021 ¿ manufacturing date 03/08/2018). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Surgeon did 2 firings in a robotic assisted radical nephrectomy: upon 3rd reload's use, clamped down on the tissue but the pnsa could not get the handle to release to cut through the desired tissue. Surgeon had to robotically dissect around to release the tissue surrounding it to take it out. Riskman completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch number: p5862h. The analysis found that one plee60a device was returned with no apparent damage and with a gst60t partially fired 1/16 cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.